Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a bubbled downstream occlusion (dso) seal, worn upstream occlusion (uso) seal, and scratched lens. No evidence was available to review in the event history log. Functional testing was performed and the issue was replicated and confirmed by visual inspection. The root cause was determined to be the dso seal. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited downstream occlusion seal degradation. The event occurred before infusion. There was no patient involvement and no patient harm.